Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator was being treated again for another urinary tract infection (uti). The patient has a history of getting utis and might need to take the antibiotic longer, as they might not be getting fully cleared. The patient did mention she has seen a little improvement in their symptoms in between the utis but is disappointed that they have to constantly wear a pad. The patient plans to schedule a follow-up appointment with their physician once they finish the current antibiotic, to determine next steps and have the representative present if system re-evaluation and re-programming is needed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator was being treated again for another urinary tract infection (uti). The patient has a history of getting utis and might need to take the antibiotic longer, as they might not be getting fully cleared. The patient did mention she has seen a little improvement in their symptoms in between the utis, but is disappointed that they have to constantly wear a pad. The patient plans to schedule a follow-up appointment with their physician once they finish the current antibiotic, to determine next steps and have the representative present if system re-evaluation and re-programming is needed. There were no additional patient complications.